Event description:
It was reported that the patient presented in the hospital after receiving several high voltage shocks due to oversensing. X-ray revealed the patient had twiddler's syndrome ane the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.